Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography through choledocholithiasis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guidewire could not be advanced all the way to the tip of the first autotome¿ rx 44. A second autotome¿ rx 44 was used and the bile duct was cannulated through choledochoduodenostomy. The first advanix rx biliary preloaded stent was advanced to the target site with difficulty due to the patient's anatomy and the angle of approach. The suture of the stent was "tensed" and would not allow the wire to be removed. The guidewire was forcefully retracted from the stent due to the acute angle at the stent and push catheter. During the attempted deployment, the push catheter became crimped, the stent failed to deploy and the stent system was removed from the patient together with the guidewire. When the guidewire was removed from the stent for reuse, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed using a second jagwire guidewire and a second advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the core wire tip. The detached segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography through choledocholithiasis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guidewire could not be advanced all the way to the tip of the first autotome¿ rx 44. A second autotome¿ rx 44 was used and the bile duct was cannulated through choledochoduodenostomy. The first advanix rx biliary preloaded stent was advanced to the target site with difficulty due to the patient's anatomy and the angle of approach. The suture of the stent was "tensed" and would not allow the wire to be removed. The guidewire was forcefully retracted from the stent due to the acute angle at the stent and push catheter. During the attempted deployment, the push catheter became crimped, the stent failed to deploy and the stent system was removed from the patient together with the guidewire. When the guidewire was removed from the stent for reuse, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed using a second jagwire guidewire and a second advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.